Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not charge battery pack) has been confirmed. As received, the battery charger/modem would not charge a test battery pack. Upon evaluation, the q1 current controlling transistor was shorted. The cause of the inability to charge the battery pack is the shorted transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charger indicating that it would not chage a battery pack.